Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source main lamp suddenly went out and switched to an emergency light. The customer restarted the device; however, the issue persisted. The event occurred during a therapeutic laparoscopic cholecystectomy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as thermal grease being on the ceramic part of the xenon lamp was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The thermal grease found on the ceramic part of the xenon lamp may have affected the phenomenon but it¿s unable to be confirmed. The event can be detected/prevented by following the instructions for use which state: clv-s190 instruction manual: 6.3 insertion of the lamp: do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. Olympus will continue to monitor field performance for this device.